Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Device is unable to be repaired and requires replacement. The customer has received a replacement device.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.